Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that measured sensitivity for the right ventricle was between 2.0 and 3.5 mv. The current device sensitivity is set to 0.6mv. The caller was concerned that this could result in possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.